Event description:
It was reported that a pt underwent an open ventral hernia repair procedure on an unk date. The surgeon was suturing three pieces of mesh together and one of the pieces of mesh delaminated causing a more difficult and more time consuming hernia repair.

Manufacturer narrative:
(B)(4). (B)(4). Delamination. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-00224. The same pt is represented in each medwatch.